Event description:
Pulmonetic ltv950 ventilator, serial number(B)(4). Nurse received shock while handling the vent. Vent then powered down and restarted on its own. Patient was not on the vent during the event.